Event description:
It was reported that this right ventricular (rv) lead had exhibited dislodgement. This rv lead was explanted and replaced with same model. No additional adverse patient effects were reported.